Event description:
I had essure placed in (B)(6) 2013....I have reported several side effects on here and they never show up, so I cant go in and modify. I have had severe stomach pains constantly, bv, I am in menopause at (B)(6), I have hot flashes constantly. I look pregnant and I've never been pregnant due to bloating! Constantly tired and I break out with little pimples everywhere. Never had any problems until after essure. (B)(4) update on (B)(6) 2014: I've had a hysterectomy on (B)(6) 2014 almost 1 week post op and my symptoms of weight gain ( lost 16 lbs first week), bloating went away ( even with a hysto), daily stabbing pain pelvic area ... Gone! So glad essure was removed from me!